Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 200347901, lot # 1500840; part # 220220903, lot # 1593469; part # 33650003, lot # 1584169 and part # 33653308, lot # 1584088. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the talus needs grafting and the tibia may be loose. Patient presenting with ankle pain. Posterior talar cyst present on xray and CT scan. Follow up visit at surgeons office. Revision date will take place, the date has yet to be determined.